Event description:
Team member attempting to administer vaxelis vaccine to child. Following stick to right vastus lateralis unable to administer medication as the needle acted as though it was occluded. Required a second stick to the child to administer the medication.